Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was at end of service (eos) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and intermittent high current drain was noted. Installation of a new battery showed the intermittent high current drain remained present. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that premature discharge of battery was noted on the implantable cardiac monitor (icm). The icm was explanted and replaced. The patient was stable.